Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer entered the incorrect amount of carbohydrates when requesting a bolus, and subsequently delivered a larger bold that needed. Customer consumed carbohydrates to address low bg and continued to use the pump for insulin therapy. Customer declined further troubleshooting with tandem technical support.